Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information. Further information was requested but not received.

Event description:
It ws reported that the patient's system was explanted on an unknown date. The reason for the explant is unknown.

Event description:
Additional information received indicates that the system was explanted to fix a herniated disc.

Manufacturer narrative:
Per the additional information received, there is no allegation of device deficiency. Removal of the device is elective to have a contraindicated procedure performed. Hence, this event no longer meets the reportability criteria.